Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was hospitalized for a new ins implant. No patient symptoms or further complications were reported as a result of this event.